Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer initially called to upgrade her insulin pump and reported current issues with her device. Customer declined troubleshooting for blank display, failed battery test, batteries not lasting long, and possible alarms on the device. Customer did troubleshoot for damage on the device. She stated the device was damaged on the top right corner of the screen. It has cracks on the top left corner, back side of the reservoir compartment and another one that goes from the esc button to the reservoir. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.